Event description:
Reporter indicated that since she was implanted with the vns, her seizure pattern had changed. Reporter states that her prior seizure type was gtc (generalized tonic clonic) where she would fully lose consciousness and that now she has drop attacks where she does not lose consciousness. She states that she no longer has gtc seizures. The reporter also feels her vns generator is at end of service. Attempts to the treating neurologist for further information are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date. Vns generator replacement is likely, but has not occurred to date.

Event description:
Reporter indicated via the manufacturer's implant card that the patient's vns generator was replaced on (B)(6) 2013 due to prophylactic reasons. The explanted generator will not be returned from the hospital per policy.